Event description:
It was reported by the rep that the (1) lcsc5 was used during a laparoscopic cholecystectomy procedure. It was reported that the device worked for five minutes and then "straight lined", worked outside of the body. The case was completed with cautery and there was no pt consequence.